Manufacturer narrative:
The device was not returned to the MFR for investigation. A follow up report will be made when the product is returned and the investigation requires.

Event description:
It was reported that the device had metal coming out of the device. There were no adverse consequences to the pt and the surgery was completed successfully.